Event description:
Rash [rash]. Hives on upper limbs [urticaria]. Itching on upper limbs [pruritus]. Case description: spontaneous report received in 2008 from one of our company representatives regarding a male patient with a history of osteoarthritis of the knee, who experienced a rash, hives and itching after starting synvisc. The patient received one injection of synvisc into an unspecified knee in 2008. The patient experienced a rash, hives and itching after his synvisc injection. He was referenced to a dermatologist that prescribed oral antihistamines and an unknown topical cream. At the time of this report, the patient's outcome was unknown. Additional information was received thirteen days later from the health care provider, who confirmed the patient had a history of osteoarthritis and joint narrowing. The patient received two synvisc injections in his left knee for two days in 2008, and effusion was not collected before the injections. The hcp confirmed the patient experienced hives and itches, and stated they occurred on the upper limbs not knee, starting a day after the second injection and ending two days later. Treatment was required for the symptoms and the patient was treated with oral and topical steroids (nos). No exudate was collected after the last synvisc treatment and no other lab results were completed. At the time of this report, the patient had recovered. The lot number and expiration date were unknown. Additional information was received a day later in the form of qa results. The production and quality control documentation for lot# r0820, with expiration date 07/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# r0820, with expiration date 07/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.